Event description:
It was reported the customer had scratches on their insulin pump's screen. The customer also stated the scratches made it difficult for them to read the insulin pump's screen. Customer also stated the scratches were caused by normal wear and tear. Customer's blood glucose was 143 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).